Event description:
It was reported to philips that the system would not power up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power up. Upon functional testing, the fse identified that the power supply for the fan tray had failed. To resolve the issue, the fse replaced the pdu fantray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.